Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. A system check was performed and the pump performed as intended. Additionally, it was reported air bubbles were observed to be within the infusion set tubing. During troubleshooting, the customer delivered insulin and the air bubbles did not move indicating the air bubbles may actually be infusion set tubing discoloration. Reportedly, a supply change was performed to address both issues. Blood glucose level was 103 mg/dl.